Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 42 months of implant. There was a concern the battery depleted prematurely. No adverse patient effects were reported.

Event description:
--

Event description:
Additional information was received that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.